Manufacturer narrative:
(B)(4). The oxygenator was received, cleaned and disinfected in the laboratory of the manufacturer. A tightness test was performed and a leakage at the gas outlet was confirmed. For further examination, the product was sawn open and the point of leakage examined under the microscope and photographically documented. A leak was found on side 2 and side 4 of the oxygenator. On side 2, there was fiber shrinkage for 4 fibers on the 16th row on the cover of the blood outlet. Also on side 4, there was fiber shrinkage for 3 fibers on the 16th row on the cover of the blood outlet. The leakage was confirmed to be caused by fiber shrinkage. Thus the reported failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. Based on the investigation and trending for this issue, a systemic issue is not indicated, therefore no further investigation or action is currently warranted in to close monitoring of complaints for similar issues.

Event description:
Ref.: # (B)(4).

Manufacturer narrative:
(B)(4). The oxygenator was received, cleaned and disinfected in the laboratory of the manufacturer. A tightness test was performed and a leakage at the gas outlet was confirmed. The oxygenator will be sawed open, and the mats will be inspected for any signs of damage, marks or any other abnormalities. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was requested for return but has not been received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "they had a quadrox leak on initiation. They changed it out after several hours when the leak did not stop." (B)(4).